Manufacturer narrative:
The facility reported an infusion pump with a failure code 810:04 condition. Evaluation summary: during product evaluation, a defective ail (air in line) pcb (printed circuit board) was observed. Failure code 810:04 and 810:11 in the event history confirms the defective ail pcb. This failure code is manifested as a result of the ail pcb been out of calibration. The ail pcb was recalibrated.

Event description:
The device was returned for service. During testing, the baxter technician reported an infusion pump with a defective ail (air in line) pcb (printed circuit board). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.